Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that they had a history of (B)(6) on baseline. The cause of the (B)(6) was that the patient had a history of recurrent (B)(6). No further complications were reported/anticipated. Information pertaining to (B)(6) was reported in manufacturer report # 3004209178-2017-15082. All additional information will be noted in this report going forward.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative (rep) reported on behalf of a healthcare provider (hcp) in a clinical study that the patient had a urinary tract infection on (B)(6) 2017 that subsequently continued for months afterwards. No further complications were reported/anticipated.